Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery due to pain in the scrotum. During the procedure, an infection was noted. A malleable rod was placed in the right corpora. There were no additional patient complications reported.